Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. However, a video was provided for investigation. The visual inspection observed a blood leak at the level of the return luer connector caused by a broken cone of the male luer lock of the return line. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st100 set c, an external blood leak was observed at the junction with the catheter. There was patient involvement but no patient impact and no medical intervention was reported. No additional information is available.